Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the device allegedly required excessive physical force to prime. It was further reported that the procedure was completed with the same device. There was no reported patient injury.

Event description:
It was reported that during a prostate biopsy, the device allegedly required excessive physical force to prime. It was further reported that the procedure was completed with the same device. There was no reported patient injury.